Event description:
It was reported that the neurostimulator devices were removed (B)(6) 2013. Neurostimulator device died out and kept sending shocks. It was later reported that the follow up healthcare provider was unaware that there was a problem. The cause of the event was not determined. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v042808, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).